Event description:
It was reported difficult deflation was encountered after the first inflation, during a percutaneous transluminal angioplasty procedure. The balloon was overinflated to intentionally rupture. No pt complications resulted from this event. This device was rec'd, evaluated and retained by this MFR. The engineering evaluation revealed the lumen of the catheter was flushed without a problem. No blockage was found. A three centimeter longitudinal burst was located from the distal transition zone to the proximal transition zone. The shaft under the balloon was bowed. Chatter marks were noted on the balloon surface. User technique and/or pt anatomy may have contributed to this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.